Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up experiencing lightheadedness. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. A device download was not performed due to high battery impedance measurements. No device intervention was performed. No further information was reported.